Event description:
I went in to have a cat scan of my abdomen and pelvic region to determine location of my filshie clips. My left clip has migrated and embedded itself into my uterus. I'm constantly in immense pain with no relief due to this. I have also lost all of my teeth and now am having problems producing enough insulin.